Event description:
This rv lead was implanted on (B)(6) 2011 and remains implanted at this time. The patient complained of redness and swelling at site. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).